Event description:
While putting in proximal cortex screws into a synthes 2.7/3.5 va lcp anterolateral plate (02.118.206), the gold 2.5 drill bit (310.25) broke inside the intramedullary canal of the patient's distal tibia.